Event description:
It was reported that a t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer used original charging cable and wall adapter, followed instructions to plug adapter into outlet known to work and leave it connected for at least 30 minutes, and pump began charging successfully with no shutdown occurring, so no further assistance was required.